Manufacturer narrative:
Device evaluated by MFR: the gladiator device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 27mm in length and extended from a position 1mm proximal of the proximal markerband to 25mm distal of the proximal markerband. The investigator was unable to inflate the balloon due to the balloon longitudinal tear. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft identified a kink approximately 330mm distal from the distal end of the strain relief. A visual examination found no issues or damage to the markerbands of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 17dec2025. It was reported that balloon inflation issue occurred. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon was inflated to the rated burst pressure (rbp). However, the balloon did not fully efface. The procedure was completed with a non-boston scientific device. There were no patient complications as a result of this event. However, device analysis revealed a longitudinal tear in the balloon material.